Event description:
It was reported that shaft break occurred. The 85% stenosed, 3.0x15mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that a shaft break occurred 50cm from the hub. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that shaft break occurred. The 85% stenosed, 3.0x15mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that a shaft break occurred 50cm from the hub. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a quantum maverick mr balloon catheter. The balloon was tightly folded. The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen), and hypotube were microscopically and visually inspected. Inspection revealed a hypotube fracture located 53.6cm from the tip and numerous kinks in the hypotube. The fracture faces of the hypotube were oval, as if kinked prior to fracture. Inspection of the remaining device found no other defects or irregularities.